Event description:
It was reported that the customer's blood glucose level was 427 mg/dl. The customer was hospitalized for breast cancer surgery and unable to use her insulin pump. Standard troubleshooting for high blood glucose levels was performed. The customer stated she did not want to disconnect from the insulin pump to perform tests. She also stated she received a no delivery alarm from the insulin pump in (B)(6). The insulin pump functioned according to specification. The customer was advised to discuss her high blood glucose level with her health care provider. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).